Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 1 month ago. The aneurysm size is unknown. There was severe tortuosity and mild calcification in the iliac limbs. It was reporting that the patient presented emergently with lower leg pain. The CT revealed that the contralateral limb was occluded. The physician elected to treat the patient with angiojet and then implanted a bare metal stent inside of the iliac limb and native artery and the occlusion was resolved. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: occlusion. Severe tortuosity and mild calcification in the iliac limbs. Evaluation, conclusions: severe tortuosity and mild calcification in the iliac limbs.